Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on february 20, 2020 that a lighttrail single use 600um laser fiber was used in a lithotripsy procedure in the ureter performed on (B)(6) 2020. According to the complainant, during the procedure, there was no energy coming out from the laser fiber. Reportedly, the fiber was noted to be layered on one section. The procedure was completed with another lighttrail single use 600um laser fiber. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter phone (B)(6). Block h6: problem code 1454 captures the reportable event of fiber peeled/delaminated. Block h10: investigation results the returned lighttrail single use 600um laser fiber was analyzed, and a visual evaluation noted that it was returned in two pieces, the fiber body separated 34.6 cm from the tip of the sma connector. The analysis of the returned device found that the fiber was broken, and there was damage on the jacket. The fiber body measured 304 cm in length and the exposed glass tip measured approximately 6 mm and appeared fractured. Examination under magnification confirmed the pattern on the tip was consistent with a fracture. Light was not observed from the sma connector due to the received condition of the device. The remainder of the distal tip was not returned. No other issues with the device were noted. The reported event was confirmed. The analysis of the returned device observed that the fiber was separated from the sma connector, damage to the fiber jacket near the connector and tip fracture. Damage within the connector of the device can result in complete inability for the fiber to fire. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on the event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on february 20, 2020 that a lighttrail single use 600um laser fiber was used in a lithotripsy procedure in the ureter performed on (B)(6) 2020. According to the complainant, during the procedure, there was no energy coming out from the laser fiber. Reportedly, the fiber was noted to be layered on one section. The procedure was completed with another lighttrail single use 600um laser fiber. There were no patient complications reported as a result of this event.